Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that on an unknown date (start date (B)(6) 2023), the infusion set's tubing detached from the connector and this issue occurred with three infusion sets. Therefore, the patient's blood glucose level ranged between 110-154 mg/dl at the time of this event. Moreover, the infusion set had been used for three days for all the events. Further, on (B)(6) 2023, the patient again faced this issue with one infusion set's tubing while her blood glucose level was 287 mg/dl at the time of this event. The infusion set had been used for one day. Furthermore, they replaced the infusion set and insulin was resumed successfully. No further information available.